Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appears to be use related. One 4 fr s/l powerpicc solo was returned for investigation. The catheter exhibited evidence of use. Tape residue was observed on the solo valve housing, extension leg, winged hub, and the s/l tubing between the hub and the 4cm depth mark. A functional test revealed a spraying leak near the 9cm depth mark. A microscopic examination of the leak site revealed a semi-circumferential split in the tubing 9.9cm from the distal end of the winged hub. Small wrinkles were observed in the tubing parallel to the split, which is consistent with compressive force acting on the tubing near the split. This type of force will be applied to areas of the catheter if there is any bending of the tubing. A tactual investigation revealed that the catheter was easily kinked across the semi-circumferential split. The evidence found on the catheter is consistent with the device being located in a region that was vulnerable to kinking. Kinking could have affected the reported occlusions in the PICC. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of rezg1898 showed (B)(4) other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 nurse reported that a patient had a powerpicc solo inserted (B)(6) 2016. Nearly two weeks ago, the PICC was reportedly occluded and treated with injection acetolyse. The PICC was said to have worked ok after that but the occlusion eventually came back. Before starting the next treatment, the nurse stated that they could see nacl coming out from the insertion site during a check. The PICC was removed and the nurse stated that there was a break at the 9 cm mark of the PICC. A new PICC line was inserted.